Event description:
The MFR rep reported the pt presented with weakness and lethargy and had her infusion pump explanted. Pt symptoms included chemical meningitis, loss of bowel and bladder, weakness in extremeties bilaterally, and ataxic gait. The pt was started on antibiotics. The pt outcome was reported as poor; she continues to have severe pain and oral meds were not helping. The hcp reported the pt is unable to tolerate the catheter and has an allergic response to it. There were no other catheters that the hcp could find to replace the pump with. The drug used in the pump was dilaudid. Refer to MFR's report #: 2182207200602221.